Event description:
It was reported that the device was in a lockout period and showing an elective replacement indicator (eri). The device was explanted and replaced. There were no adverse health consequences to the patient.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature battery depletion and telemetry lockout were confirmed. Interrogation of the device revealed the device was at end of life (eol) when received. A longevity calculation was performed and found the battery depletion was premature. Telemetry lockout noted in the field was due to device battery voltage reaching elective replacement level (eri). This lockout feature disables rf telemetry to prevent battery drain of device. Further analysis found no high current drain sources. Additional testing performed on the battery by the manufacturer found no anomaly. The cause of premature battery depletion could not be determined.